Manufacturer narrative:
B5 event description corrected uti onset days from 13 to 43 days post index procedure. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on review of all the information available, there was no device allegation. The patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. A probable cause of adverse event related to patient condition was assigned to this investigation.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 562987 joules. Two days post the index procedure, the patient voiding trial was successful. It was reported that on the second day post the index procedure, the patient was reported to be experiencing odynuria. The patient did not seek medical attention, and existing hospital stay was not prolonged due to the patient odynuria symptom. The patient was discharged from the medical facility 5 days post the index procedure. The patient was treated with oral analgesics for the odynuria symptom resolving 16 days post onset symptom. It was further reported that routine urine analysis performed 43 days post the index procedure showed urine leukocyte 3+. The patient was diagnose with a urinary tract infection (uti). The patient did not seek medical attention for the uti symptom and hospital stay was not prolonged. The patient uti symptom is still continuing and treated with oral antibiotics; cefpodoxime proxetil capsules,100mg q12h po, cefuroxime axetil tablets ,0.5g q12h po, roxithromycin, and ambroxol hydrochloride dispersible tablets,150mg bid po. The investigators assessment for the odynuria symptom was assessed as possibly related to the device and probably related to the procedure. The patient uti symptom was assessed as possibly related to the device and unlikely related to the procedure. There were no clinical endpoint committee adjudication results required.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on review of all the information available, there was no device allegation. The patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. A probable cause of adverse event related to patient condition was assigned to this investigation.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 562987 joules. Two days post procedure, voiding trial was successful and the patient was observed to be experiencing odynuria. The patient did not seek medical attention for the event, and the existing hospital stay was not prolonged due to this adverse event. The patient was discharged from the medical facility 5 days post the index procedure. The investigator assessment of the odynuria symptom in relationship to the device was assessed as possibly related and probably related to the procedure. There was no clinical endpoint committee adjudication results required.

Manufacturer narrative:
B5 event description updated with uti resolution. G1 MFR site facility name corrected address. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on review of all the information available, there was no device allegation. The patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. A probable cause of adverse event related to patient condition was assigned to this investigation.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 562987 joules. Two days post the index procedure, the patient voiding trial was successful. It was reported that on the second day post the index procedure, the patient was reported to be experiencing odynuria. The patient did not seek medical attention, and existing hospital stay was not prolonged due to the patient odynuria symptom. The patient was discharged from the medical facility 5 days post the index procedure. The patient was treated with oral analgesics for the odynuria symptom resolving 16 days post onset symptom. It was further reported that routine urine analysis performed 43 days post the index procedure showed urine leukocyte 3+. The patient was diagnose with a urinary tract infection (uti). The patient did not seek medical attention for the uti symptom and hospital stay was not prolonged. The patient uti symptom was treated with oral antibiotics; cefpodoxime proxetil capsules,100mg q12h po, cefuroxime axetil tablets ,0.5g q12h po, roxithromycin, and ambroxol hydrochloride dispersible tablets,150mg bid po. The patient uti symptom resolved 53 days post onset symptom. The investigators assessment for the odynuria symptom was assessed as possibly related to the device and probably related to the procedure. The patient uti symptom was assessed as possibly related to the device and unlikely related to the procedure. There were no clinical endpoint committee adjudication results required.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 562,987 joules. Two days post the index procedure, the patient voiding trial was successful. It was reported that on the second day post the index procedure, the patient was reported to be experiencing odynuria. The patient sought medical attention, and existing hospital stay was not prolonged due to the patient odynuria symptom. The patient was discharged from the medical facility 5 days post the index procedure. The patient was treated with oral analgesics for the odynuria symptom resolving 16 days post onset symptom. It was further reported that routine urine analysis performed 43 days post the index procedure showed urine leukocyte 3+. The patient was diagnosed with a urinary tract infection (uti). The patient did not seek medical attention for the uti symptom and hospital stay was not prolonged. The patient uti symptom was treated with oral antibiotics; cefpodoxime proxetil capsules,100mg q12h po, cefuroxime axetil tablets ,0.5g q12h po, roxithromycin, and ambroxol hydrochloride dispersible tablets,150mg bid po. The patient uti symptom resolved 53 days post onset symptom. The investigators assessment for the odynuria symptom was assessed as possibly related to the device and probably related to the procedure. The patient uti symptom was assessed as possibly related to the device and unlikely related to the procedure. There were no clinical endpoint committee adjudication results required.

Manufacturer narrative:
B5 event description updated with corrected information clarifying that the patient sough medical attention for the odynuria symptom. G1 MFR site facility name corrected address. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on review of all the information available, there was no device allegation. The patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. A probable cause of adverse event related to patient condition was assigned to this investigation.

Manufacturer narrative:
Event description updated to reflect uti symptom post lab test. Event description updated to reflect treatment administered for uti. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on review of all the information available, there was no device allegation. The patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. A probable cause of adverse event related to patient condition was assigned to this investigation.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 562987 joules. Two days post the index procedure, the patient voiding trial was successful. It was reported that on the second day post the index procedure, the patient was reported to be experiencing odynuria. The patient did not seek medical attention, and existing hospital stay was not prolonged due to the patient odynuria symptom. The patient was discharged from the medical facility 5 days post the index procedure. The patient was treated with oral analgesics for the odynuria symptom resolving 16 days post onset symptom. It was further reported that routine urine analysis performed 13 days post the index procedure showed urine leukocyte 3+. The patient was diagnose with a urinary tract infection (uti). The patient did not seek medical attention for the uti symptom and hospital stay was not prolonged. The patient uti symptom is still continuing and treated with oral antibiotics; cefpodoxime proxetil capsules,100mg q12h po, cefuroxime axetil tablets ,0.5g q12h po, roxithromycin, and ambroxol hydrochloride dispersible tablets,150mg bid po. The investigators assessment for the odynuria symptom was assessed as possibly related to the device and probably related to the procedure. The patient uti symptom was assessed as possibly related to the device and unlikely related to the procedure. There were no clinical endpoint committee adjudication results required.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 562987 joules. Two days post the index procedure, the patient voiding trial was successful. It was reported that on the second day post the index procedure, the patient was reported to be experiencing odynuria. The patient did not seek medical attention, and existing hospital stay was not prolonged due to the patient odynuria symptom. The patient was discharged from the medical facility 5 days post the index procedure. The patient was treated with oral analgesics for the odynuria symptom resolving 16 days post onset symptom. It was further reported that routine urine analysis performed 13 days post the index procedure showed urine leukocyte 3+. The patient was diagnose with a urinary tract infection (uti). The patient did not seek medical attention for the uti symptom and hospital stay was not prolonged. The patient uti symptom is still continuing. The investigator's assessment of the odynuria symptom was assessed as possibly related to the device and probably related to the procedure. The patient uti symptom was assessed as possibly related to the device and unlikely related to the procedure. There were no clinical endpoint committee adjudication results required.

Manufacturer narrative:
Event description updated to reflect uti symptom post lab test. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on review of all the information available, there was no device allegation. The patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. A probable cause of adverse event related to patient condition was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on review of all the information available, there was no device allegation. The patient existing condition is responsible for the adverse event, and the use of the device has neither caused nor otherwise influenced this condition/disease. A probable cause of adverse event related to patient condition was assigned to this investigation.

Event description:
During the procedure the fiber was guided to the prostate tissue. A single fiber was used during treatment. The energy delivered during the procedure was 562987 joules. Two days post procedure, voiding trial was successful and the patient was observed to be experiencing odynuria. The patient did not seek medical attention for the event, and the existing hospital stay was not prolonged due to this adverse event. The patient was discharged from the medical facility 5 days post the index procedure. It was further reported that the patient was treated with oral analgesics for odynuria and it resolved 16 days post onset symptom. The investigator assessment of the odynuria symptom in relationship to the device was assessed as possibly related and probably related to the procedure. There was no clinical endpoint committee adjudication results required.